Manufacturer narrative:
(B)(4). Batch #: p93p37. Device analysis: the analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged at the area of the distal end. In addition, the tyvek was returned along with the instrument. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the procedure the end seemed to be defective. There were no patient consequences.